Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced diaphragmatic stimulation from their left ventricular (lv) lead in certain positions. The lv lead was reprogrammed and it remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.